Event description:
It was reported that the knob, on superior surface of the rasp, that interlocks with rasp handle broke while surgeon was using it to prepare the proximal femoral canal. It was reported that the rasp had to be dilodged from femur using small osteotome and a vice-grip. It was reported that the delay was noted to be less then 30 minutes.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving an exeter rasp was reported. The event was confirmed. Method & results: -device evaluation and results: the event was confirmed. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined. -medical records received and evaluation: not performed as no patient information was provided. -device history review: no discrepancies were reported. -complaint history review: there have been no other events for the referenced lot. Conclusions: the device was confirmed to have broken following approximately 10 years of service. An instrument's service life is finite and dependent on number of use cycles and proper maintenance. A material analysis concluded no material or manufacturing defects were observed on the fracture surfaces examined.

Event description:
It was reported that the knob, on superior surface of the rasp, that interlocks with rasp handle broke while surgeon was using it to prepare the proximal femoral canal. It was reported that the rasp had to be dilodged from femur using small osteotome and a vice-grip. It was reported that the delay was noted to be less then 30 minutes.